Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was showing alert as data was not current. The technical support specialist verified that the issue was resolved by bogus icon and there was no connection issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the station was showing alert as data was not current. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.